Event description:
It was reported that the patient developed a deep vein thrombosis (dvt) in their left arm. The implantable cardioverter defibrillator (ICD), atrial and ventricular leads were explanted. The system will be re-implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.; (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.; (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.